Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and degenerative disc disease. It was reported that in the beginning of (B)(6) of 2016, the patient was kicked in the back where the lead was and since then, the device hasn¿t worked. The patient found that she couldn¿t connect with the implantable neurostimulator recharger, hadn¿t had a successful recharge session, and hadn¿t felt stimulation for the last 6 months prior to the report. The implantable neurostimulator ¿hadn¿t worked¿ for months, and was overdischarged since (B)(6) of 2016. There was poor communication on the patient programmer.